Event description:
A male pt attended a hosp based treatment facility after experiencing moderate pain in his right eye associated with wear of a focus dailies contat lens. The hosp dr diagnosed allergic conjunctivitis and treated the condition with betnelan injection and betabioptal. The pt's condition worsened and he revisited the eye hosp 2 days later. The hosp dr diagnosed keratitis and prescribed antibitotic (exocin) and patched the eye. Four days later the pt was hospitalized. A large central ulcer approx 8mm with a large infiltrate 8-10mm was observed. Corneal scrapings indicated the presence of pseudomonas. The pt was given antimicrobial therapy (trobal) and atropina. The pt had a corneal transplant approx three months after initial onset of event. Pre-event visual acuity reported as 10/10. Current acuity is unk. No further info available.